Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The device is part of the advisory for this model.

Event description:
It was reported via carelink transmission that the device reached elective replacement indicator (eri) on (B)(6)-2010 with a current battery voltage of 2.61v. Clinician felt that this device has reached eri sooner than expected for the parameters currently programmed and therapy usage. Technical services suggested the device be replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported via carelink transmission that the device reached elective replacement indicator (eri) on (B) (6) 2010 with a current battery voltage of 2.61v. Clinician felt that this device has reached eri sooner than expected for the parameters currently programmed and therapy usage. Manufacturer's technical consultant suggested the device be replaced. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Patient outcome changed from other to required intervention.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Correction: adverse event is noted and date of death is made 'not applicable'.